Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the end of the insulin pump had detached from the pump and the inside was exposed. Customer was using tape to cover this. Customer noticed the damage about a week ago. Customer stated that the damage was on the side or bottom of the pump. Customer stated that it was also near the buttons. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window and cracked reservoir tube lip.